Event description:
In 2007, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The physician was unable to cannulate the contralateral leg gate and the pt was converted to an aorto uni-iliac by implanting an add'l trunk-ipsilateral leg component. A femoro-femoral bypass was also performed. The pt was reported to be doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted was pxt281416/05039975.